Event description:
During an inspection of the device, a physio-control field service rep observed that the device's internal foam spacer on the display was migrating upwards, potentially covering important info on the display. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The display was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further revaluated the removed display and observed that the foam tape at the top and bottom of the lens had shifted upward. The lower tape was into the viewable portion of the display.